Event description:
It was reported that this right atrial (ra) lead was fractured. The lead had folded between the lead collar and vein entry site and was fractured. The lead was explanted successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).